Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 5076-58 lead, implanted: (B)(6) 2013 (B)(4).

Event description:
It was reported that the patient was experiencing pain at the implant site. The device was explanted and a new device was placed in a sub-pectoral location to help alleviate the pain. It was also reported that the right ventricular (rv) lead had high thresholds and r waves were not able to be measured in bipolar. The lead was reprogrammed unipolar. There were some oversensing short episodes in unipolar. A lead revision was planned, however venous access was not able to be gained. The lead remains in use. No further patient complications have been reported as a result of this event.